Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system attempted to delivered anti-tachycardia pacing (atp) and shock therapy after this patient allegedly went into ventricular fibrillation (vf) after a cardioversion. It was noted that the electrogram (egm) did not show vf and that the attempted therapy caused the device to record a code 1004 indicative of a short circuit condition during shock delivery. Data analysis confirmed the device had triggered this code and troubleshooting options were provided. Technical services (ts) reviewed and noted noise oversensing on the right ventricular (rv) channel as well. Ts discussed the results with the health care professional (hcp) and recommended device and rv lead replacement. This ICD and rv lead remain in service. No additional adverse patient effects were reported.